Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and two (2) mesh product were implanted. It was reported that the patient underwent recurrent hernia repair surgery during which the surgeon noted lyse adhesions between the omentum and anterior abdominal wall. It was reported that the patient experienced severe pain, nausea, diarrhea, chills and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.